Manufacturer narrative:
The tech installed side rail inline spring kits on the foot end side rails to resolve the issue.

Event description:
The tech alleged that the side rails on the foot end of the bed do not latch. No pt impact.